Event description:
It was reported that following an ablation procedure, the patient experience hyperglycemia secondary to dexamethasone and excess sugar intake. The patient was admitted to the hospital, and it was determined that the hyperglycemia was arising due to (B)(6). The patient was treated with IV ceftriaxone and vancomycin from (B)(6) 2016, and cloxacillin from (B)(6) 2016. The event was considered resolved on (B)(6) 2016.